Manufacturer narrative:
The clip sling is attached to the spreader bar¿s attachment lugs of the maxi move floor lift. The lugs have a ¿mushroom shape¿ at the end, that not only ensures that the clip cannot slide off, it also ensures that the clip is fully on and cannot be partially inserted (it is either ¿on¿ or ¿off¿). Therefore, when a patient is fully suspended, the clips are correctly attached since the straps that connect the clips to the body of the sling are under tension by the weight of the person in the sling lifted. It means that only a force in the opposite direction greater than the one applied by the gravity of the person's weight, would be required to pull out a clip under tension. The facility staff indicated that the event occurred during the repositioning of the patient in the wheelchair so at the end of the transfer. This proves that the sling was correctly attached to the spreader bar before the transfer. Following the facility staff statement, no manipulation of the sling or the patient in the sling was done that could affect the tension of the sling and lead to further detachment of the clip. According to the procedures provided in the instruction for use of the maxi move (001.25060.en): "caution: always check that all the sling attachment clips are fully in position before and during the lifting cycle, and in tension as the patient's weight is gradually taken up." To sum up, the arjo device did not meet its performance specification as the clip detached. The maxi move and sling was used to transfer the patient. The complaint decided to be reportable due to clip detachment that resulted in the patient's falling out of the sling.

Event description:
Following the information reported, the event occurred with the participation of maxi move passive floor lift and sling. During the positioning of the resident in the wheelchair, the shoulder right clip detached causing the patient to fall out of the sling. As a consequence, the patient sustained a fracture of the upper thigh and foot. The medical intervention was needed. The inspection did not reveal any sling or lift issues.